Event description:
As reported to cook: right femoral access: advance sheath and was working on contralateral side, pulled sheath back to adjust to work on lesion and the sheath came apart in 3 pieces. The physician did retrieve all of the pieces and there was no harm to the pt. The physician did complete the procedure with another of the same device.

Manufacturer narrative:
Catalog#: kcfw-6.0-38-55-rb-raabe. Expiration: unk as lot is unk. Separation is labeled in the IFU. The device was not returned to assist in this investigation. Flexor sheath tubing, in-process inspection/incoming vendor inspection, requires 100% inspection to insure correct inside diameter and outside diameter of tubing and to insure material is free from surface defects, bumps, bulges and protruding coils between 5mm proximal from proximal end of coil and 2 mm distal from distal end of coil (2.5 cm distal of 18 f, 20 f, 22 f and 24 f). Quality control flexor check-flo ii introducer, final inspection, instructs to confirm surface of sheath is free of excessive dents, bumps or scratches. In addition, the instructions for use (IFU) cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight" as well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." It is feasible that reintroduction of the dilator prior to withdrawal may help to avoid damaging the sheath, especially in cases where scarred/diseased anatomy is present; however, such actions could not be confirmed from the physician's statements of the event. Additionally, iso standard 11070 requires a minimum break force of 3.37 lb for sheaths 5.0fr and larger, which has been confirmed through design verification testing. The appropriate internal personnel have been notified and we are continuing to monitor for similar complaints. Prior similar complaints and quality engineering risk analysis resulted in the issuance of CAPA for this failure mode. The investigation of CAPA led to a revised IFU issued on 16apr2010, which is assumed prior to the post sterilization services date for this device as the worse-case scenario as no lot number was provided; therefore, the occurrence rate since this date has been calculated. Insufficient risk to require additional corrective action at this time. We will continue to monitor for similar complaints and have verified the effectiveness of implementing the described corrective/preventive action per quality system procedures.